Manufacturer narrative:
This lead has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An attempt to reposition the lead was made, however the helix mechanism could not be exercised. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.